Event description:
I am a 57-year-old type 1 diabetic and have had type 1 diabetes for 46 years. I have used the dexcom g6 cgm for approximately 5 years with no issues associated with the problem I am reporting. I switched to the dexcom g7 cgm in (B)(6) 2024 and have had no less than 30 instances of the device being knocked with minor contact. Until recently, after reporting an issue to dexcom technical team, dexcom has replaced defective devices. In late 2024 dexcom made some improvements to the adhesive that secures the sensor to the body and there is a noticeable improvement. However, in 2025 along I have had 4-5 instances of the device of the sensor being knocked off of my body from casual contact. In fact, I have had two consecutive adhesive failures with the last two sensors applied. I inserted a sensor on friday, (B)(6) 2025 which I was able to wear the sensor for six of the 10 days it is supposed to be good for. In this case the sensor was knocked off my arm (underside of inner arm near the arm pit) when toweling off after a shower. I applied a new sensor on (B)(6) 2025 and four days later on the (B)(6) 2025 the sensor became dislodged by simply putting on a t-shirt. I reported these instances to dexcom and received a reply email message informing me that dexcom would not replace the defective sensor as I had reported more than three occurrences in a 12-month period. It seems clear to me that dexcom is aware of this issue because they made a corrective action related to the adhesive in late 2024. While the frequency of adhesive failure has been reduced, it is still problematic even with the corrective action. When traveling for work or pleasure, there is a limited number of extra sensors that should reasonably be expected to pack in case of defect. It creates a sense of anxiety not knowing if/when causal contact will dislodge the sensor. My hope is that FDA would review the human factors report for the launch of the dexcom g7 and CAPA related to making a change to the adhesive in late 2024. Reference report#: mw5166907.